Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. The current blood glucose reading is 107 mg/dl. The blood glucose reading at the time of the event was 359 mg/dl. Customer stated that the insulin pump alarmed no delivery. Customer was diagnosed diabetes ketoacidosis. Hospital treated with IV insulin. Customer was hospitalized for two days. Nothing further reported.